Event description:
It was reported by the patient's legal guardian (lg) that the pod needle deployed but the pod cannula did not insert into the skin and the pod pink slide did not move forward, indicating a needle mechanism failure. When the pod was removed from the infusion site (unspecified), the cannula was found bent. The pod was worn for less than 1 hour. No impact to the patient's glucose levels was reported. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.